Event description:
Related manufacturer report number: 1627487-2022-01771. It was reported that the patient¿s leads had high impedances caused the system to automatically reduce the therapy level. It was noted that the patient fell just prior to the start of the issue. As result, surgical intervention may occur on a later date.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section d-suspect medical device-the device should have been 3146 - quattrode lead (serial# (B)(6) -lot# 6469400) rather than 3146 - quattrode lead (serial # (B)(6) - lot# 6116292). The event of high impedance was reported to abbott. It was reported the patient had surgery scheduled for (B)(6) 2023; however, it was cancelled due to a skin rash. As of 30 july 2023, surgery had not been rescheduled. As such, the rep was informed the record would be closed and reopened as needed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.